Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the micro oscillating saw continue to run after the handswitch was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the micro oscillating saw continue to run after the handswitch was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.